Event description:
It has been reported to philips that a blue screen appeared and the system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use. A philips service engineer inspected the system remotely and confirmed that there was a blue screen dump error which flashes on the initial bootup itself and then the system was not starting. The customer tried to restart the system and that helped in resolving the issue temporarily. Additionally, to prevent the system from any further issues, ippc and host pc were ordered. After replacing both the parts by customer the issue was resolved and the device resumed normal operation as per its specification. The codes were updated based on the investigation outcome.